Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was selected and advanced to the target lesion. On the 1st inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.